Event description:
It was initially reported that the physician requested a new serial adaptor cable for his handheld. The cable has to be held together by electrical tape due to the age and the normal wear and tear that has occurred over time that has lead to it not having a good connection. The physician had discarded the serial cable so it will not be returned to the MFR for eval. The physician programming system is functioning with no issues since the serial adaptor cable was replaced.